Event description:
It was reported that the patient developed a pocket infection. The pulse generator was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).